Manufacturer narrative:
The device history record was reviewed, and no irregularities were noted. The plate breakage in this case was probably caused by the excessive force applied to the position of the screw and the plate. We concluded that the quality of this product has no relation to this event. <warning and precaution> important basic precautions: when load bearing capacity has been weakened or reduced due to fractures, etc., osferion should only be used if the bone can be reliably immobilized by using external or internal fixations etc. Otherwise, compaction of fractures may occur. If necessary, the fracture should be stabilized using external or internal fixations to prevent post-implantation migration or extrusion of the osferion due to loosening. This report is being submitted as a medical device report is an abundance of caution.

Event description:
A surgeon carried out high tibial osteotomy combined with tibial tuberosity transfer. The surgeon fixed the osteotomized tibia with a bone plate and bone screws for use in internal body fixation and the tuberosity fragment with two pieces of screw(hereafter, other screw). The surgeon also implanted this product(bone void filler) into the bone defect formed after the tibial osteotomy. The surgeon did not insert a bone screw into the hole d of the bone plate because the surgeon assumed that a screw inserted into the hole d would affect the above-mentioned other screws used to fix the tuberosity fragment. Examination carried out about four months after the surgery revealed back-out of the other screws and also indicated delayed union of the osteotomized tibia and tibial tuberosity. Examination carried out about five months after the surgery revealed a breakage of the bone plate.